Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 27 december 2020 and 1 january 2021 with a loss of recording between 27 december 2020 and 1 january 2021, recorded the rv pacing impedance initially at 450 ohms, with an out of range low (less than 200 ohm) impedance on 1 january. The analysis of the provided iegm episodes revealed artefacts on the atrial, farfield and rv channel, which led to the reported oversensing as well as an inappropriate ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Lead was explanted and returned for analysis. Upon receipt the lead was found cut 11.5cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. A medial fragment (approximately 10cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragments. In particular 12cm and between 8.5cm and 6.5cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of these insulation damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a fractured conductor cable leading to the ring electrode 16cm proximal to the lead tip, a deformed rv shock coil and a bent fixation helix, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 84 months, oversensing on the ventricular channel was reported.